Event description:
The customer contact reported the device did not deliver. At an unspecified time the an unspecified channel of the device was programmed to deliver normal saline "as a primary" delivery, with a container size of 250ml and the delivery was started. No further programming parameters were provided. At an unspecified time, the device was programmed for multistep therapy, to deliver ivig (intravenous immunoglobulin) as a "piggyback" delivery. The programming was reported as "step 1: rate 100ml/hr, time 30 minutes, vtbi (volume to be infused) 25ml; step 2: dose 1.333ml/kg/hr, time 30 mins, vtbi 50ml, rate 150ml/hr. Step 3: dose 2ml/kg/hr, time 30 min, vtbi 75ml, rate 200ml/hr. Step 4: dose 2.666, time 1hr, vtbi 200ml, rate 200ml/hr." No further programming parameters were provided. At 0900, the delivery was started. At 1100, the nurse reported the patient expected the piggyback delivery to be complete; however, the solution container was reported to be full. At that time, the nurse stated, the fluid "seemed to be backing up from the primary container." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.